Event description:
It was reported that during a gastric bypass procedure, it was observed that the reloads did not fit properly on the stapler. Additionally, there was a lockout. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 2/20/2026 d4: batch #249d40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with five gst60w reloads (b, c, d, e, & f) and three gst60b reloads (g, h, & I) present. The gst60w reloads (b, c, d) were received fully fired. The gst60w reload (e) was received fully fired with the pan detached from the reload. The gst60w reload (f) was received with the one-piece sled missing and unfired making it nonfunctional. The gst60b reloads (g & h) were received fully fired. The gst60b reload (I) was received unfired with the one-piece sled slightly out of position. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a97750, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 249d40, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4: batch #unk. Investigation summary: this is an analysis of five video submitted for evaluation. During the visual analysis, the following was observed: the first video (40 seconds) shows the anvil of the device with a loaded black cartridge placed on the tissue. At 00:20, the anvil close on the tissue. At 00:28, the device appears to have fired and the anvil open. Significant bleeding is observed. However, due to significant bleeding and tissue on staples line proper/improper form of staples cannot be determined. The second video (4 seconds) shows tissue with a staple line and significant bleeding. The third video (41 seconds) shows the anvil of the device with a loaded black cartridge placed on the tissue. At 00:22, the anvil close on the tissue. At 00:35, the device appears to have fired and the anvil open. Bleeding is observed along the staple line. However, due to bleeding and tissue on staples line proper/improper form of staples cannot be determined. The fourth video (6 seconds) shows tissue with a staple line. Bleeding can be observed along the staple line. Additionally, the jaws of a device with a loaded black cartridge can be seen; the cartridge appears to be fully fired. The fifth video (1:28:07 hours) shows the body cavity with a staple line in the tissue, held by surgical instruments. Mild bleeding is observed along the staple line. However, due to tissue on staples line proper/improper form of staples cannot be determined. 01:10: the device jaws are visible with a white cartridge loaded. 01:36: the device is positioned and closed on the tissue. 02:25: the device appears to have been fired. 02:32: the jaws open and part of the tissue remains adherent to the cartridge deck. The adherent tissue is removed with the aid of surgical instruments. 03:10: the jaws are withdrawn, revealing the staple line with mild bleeding is observed along the staple line. However, due to tissue on staples line proper/improper form of staples cannot be determined. 07:45: the device jaws are visible with a blue cartridge loaded. 08:24: the device is positioned and closed on the tissue. 08:55: the device appears to have been fired on a small segment of tissue; the jaws open, the complete staple line is observed, and the jaws are withdrawn. Additionally, repeated suturing maneuvers are observed within the body cavity. Based on the videos review, the event described could not be confirmed. Please note that the reload chosen seem to be taller for the tissue selection. Recommend downsizing to green, may be even green with echelon buttress since he is seeing oozing. Recommend to avoid tissue bunching and folding and recommend to get the device crotch up to the end of the prior staple line. Have device/tip/end effector visualization at all times and be aware of vessels or other tissue effects in the area of firing. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.